Event description:
During an in-service training session, the company clinical representative observed that the screen was distorted and then went blank. The unit also transposed screen information (information that is typically displayed on the top half of the screen was faint and flashing, and overlayed information which is typically displayed on the bottom half of the screen). No patient was involved.